Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no impact to the customer¿s blood glucose. Reportedly, customer reloaded cartridges and loaded new cartridges; alarm cleared, and insulin was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.